Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. Investigation summary: the physical device was not returned for evaluation. Two electronic photo was provided and reviewed. The first photo shows the label of the device. The labeling information was cross verified with the record. In the second photo only the upper part of the two maxcore biopsy device was visible, in which the one of the maxcore device sample notch was noted to be bent and the second maxcore device was noted to be in fully primed position. The device which was noted to be bent was captured in this complaint. Therefore, based on the photo review the investigation is confirmed for the he reported needle bent issue as a bent was noted to the sample notch. However, the investigation is inconclusive for the reported failure to fire as no objective evidence was shown in the provided photo to support the reported event. A definitive root cause for the alleged failure to fire and needle bent issues could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: g3, h6 (component, method). H11: h6 (result, conclusion). H11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd

Event description:
It was reported that during an ultrasound guided kidney biopsy procedure through normal tissue, the needle was allegedly bent. It was further reported that firing button allegedly stuck but still can be pressed. No coaxial was used and the procedure was completed by using another device. There was no reported patient injury.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records was performed. The device has not been returned to the manufacturer for evaluation. However, photos were provided for review. The investigation of the reported event is currently underway. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during an ultrasound guided kidney biopsy procedure through normal tissue, the needle was allegedly bent. It was further reported that firing button allegedly stuck but still can be pressed. No coaxial was used and the procedure was completed by using another device. There was no reported patient injury.